Manufacturer narrative:
(B)(4). Date sent: 6/28/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 512c44. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with no reload present. In addition, a tyvek was received along with the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No functional test was performed due to the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 512c44, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, the first staple was successful. Half an hour later, when the second staple was fired, the knife stopped moving halfway and the battery was dead. Finally, physician had to use manual override until the knife back in the home position. The procedure was not delayed and was completed successfully. No patient consequences were reported.